Event description:
Event description guidant received information that during a threshold test, this lead could not obtian capture. An x-ray was obtianed, verifying the lead was not in a suitable position. A perforation was suspected.